Event description:
Asr revision; right asr xl acetabular system; reason for revision: infection (tested and positive culture confirmed).

Manufacturer narrative:
The investigation confirmed that no product was returned. The primary surgery date was (B)(6) 2006 and the revision surgery date was (B)(6) 2011 meaning that the products were implanted for at 5 years and 2 months. Due to the length of implantation time it is not considered that the implants were responsible for the infection. A review of the manufacturing records was conducted on lots 1906428 and 1950348 with the result that no anomalies were found. The irradiation certificates show the dose to be within allowable limits and no other anomalies were found. Both irradiation certificates have been attached to the complaint. With the information available the investigation will be closed with an undetermined conclusion and entered into the complaints database for future trending. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Right asr xl acetabular system. Reason for revision: infection (tested and positive culture confirmed). ***update received 14th may 2014. Additional hospital added*** 13 april 2015 - update - rcvd stem and sleeve details, added exp dates to cup and head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, right asr xl acetabular system, reason for revision: infection (tested and positive culture confirmed). Update received 14th may 2014. Additional hospital added.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.